Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2023 , it was reported by the parent that the pediatric patient experienced inaccurate cgm values which occurred 1-2 years prior to the report. The caller couldn¿t remember the exact date of the incident, estimating it occurred 1-2 years ago. She noted that the dexcom reading showed a glucose level of 180 mg/dl, while a finger stick test indicated a level exceeding 500 mg/dl. She administered manual insulin shots but couldn¿t recall the timing or dosage. Her son experienced severe symptoms, including vomiting and dka. Of note, the patient uses omnipod 5 pump in modified closed loop insulin delivery. Due to his symptoms, she decided to take her son to the hospital. He received unremembered IV treatment and stayed for about 2-3 days. The patient was stable at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.